Manufacturer narrative:
The baxter technician found the sidecomm board needed to be replaced. Per the hillrom service manual ,it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part number of the sidecomm board that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that bed exit was not alarming. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported. This report was filed in our complaint handling system as complaint pr # (B)(4).